Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while suturing, the cable on large suturecut needle driver instrument had snapped. The procedure was competed with no reported injury. On (B)(6) 2024, central sterile services department (cssd) manager was contacted and obtained the following additional information about the complaint: the instrument was inspected prior to use with nothing out of ordinary to be noted. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There was one (1) cable visibly protruding from distal end of instrument. The protruding cables controlled opening/closing of the jaws but not up/down motion of the wrist. No fragments fell into the patient. The instrument was available for return to isi for evaluation.